Event description:
A complaint was reported and upon evaluation, a balloon leak was noted. The procedure was successfully completed with another balloon catheter without pt complications. The device was received, evaluated and retained by this MFR. Microscopic examination revealed a pin-hole leak 1mm distal to the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface, which co believes contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."